Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: zimmer g7 vit e neutral lnr 36mm f, cat#: 30103606, lot#: 64952318; biomet cer bioloxd mod hd 36mm +6 nk, cat#: 12-115123, lot#: 2972001; biomet g7 pps ltd acet shell 56f, cat#: 10000665, lot#: 6807678. The device will not be returned for analysis, due to hospital policy; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 1 month later due to leg length discrepancy. The stem, head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.